Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink continu-flo solution sets had cracked y-sites. There was no report of patient injury or medical intervention associated with this event. No additional information is available.